Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 18 units. Reportedly, the pump displayed a fill estimate of 60 units and increased to 105 units. Blood glucose level was 230 mg/dl. Reportedly, the customer loaded a cartridge to address the issue.